Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's ipg had been flipping in the pocket. Imaging confirmed the ipg was flipping and caused the leads to become tangled. As a result, surgical intervention was undertaken wherein the entire scs system was explanted and replaced, resolving the issue.